Manufacturer narrative:
No product has been returned for evaluation nor were radiographic images provided to confirm the alleged event. The patients bone quality is unknown. Review of the reported event and surgeon communication received, identified two separate issues and related causes. The two post-operative loose screws were identified along with the patients dual adjacent segment which suggest its related to the excessive construct loading as a result of the additional disc collapses. No instrumentation damage or malfunction was identified suggesting the anatomical damage incurred by the patient while impacting the interbody during the revision procedure may be the result of instrumentation placement and manipulation intraoperative. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, neurological, vascular or visceral injury, decrease in bone density due to stress shielding, nerve damage due to surgical trauma..." "...warnings, cautions and precautions the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...preoperative warnings 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...post-operative warnings damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically post-operatively, using appropriate radiographic techniques...".

Event description:
On (B)(6) 2020 patient underwent a vertebral body replacement procedure at l3 with posterior fixation from l2 to l4 levels. On (B)(6) 2020, a revisiory extreme lateral interbody fusion 360 procedure took place where loose screws were identified. After placing the interbody¿ s the physician realized patients anterior longitudinal ligament was damaged, blood vessels, left renal artery, urethra and spleen. The patient was transferred same day to another facility for emergency splenectomy and arterial repair then returned (B)(6) 2020 to repair and extend the posterior fixation.